Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by stress of repeated use, external factors or handling of the device. The events can be detected/prevented in accordance with the following instructions for use: ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital; added here due to character limitation in respective field.

Event description:
It was reported, the deflectable videoscope had a cloudy screen. The issue occurred during a procedure for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.